Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4116814. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle is slow to retract. The following information was provided by the initial reporter: first events reported in emergency department june 11, 2024. Needle retraction visibly delayed. Representative notified; remaining lot number catheters removed from ed at that time. Logistics requested a different lot number be sent to facility. Facility received same lot number from distributer. Reports from other units with same complaint of needle being extremely slow to retract after depressing the safety button on 20g IV bd insyte autoguard catheter with the same lot number from previous.